Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic sometime in december. Upon interrogation, the patient's right ventricular lead exhibited high capture thresholds and high pacing lead impedance values. Programming changes were made. On (B)(6) 2020, the patient presented for a routine generator change procedure and the lead was explanted and replaced. The patient's condition was stable throughout the event.